Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that during a procedure to explant the right ventricular lead for undersensing and upgrade a pacemaker, an unknown issue was observed with the atrial lead which was explanted. No further information is available.

Manufacturer narrative:
Correction: please retract this report 2017865-2018-18334.

Event description:
New information received suggests there was no issue with an atrial lead. The patient has a single chamber pacemaker with no atrial lead. The devices in this patient were not explanted. The information was provided in error.